Event description:
Dentist performed routine sinus lift in preparation for future dental implant. Post-op day 9: pt demonstrated signs of infection. Dentist performed incision and drainage. Met with copious amounts of purulent discharge coming directly from the sinus wall osteotomy. Graft material was totally resorbed. Sinus was irrigated. Cultures taken. No membrane perforations were observed. Patient healed rapidly and uneventfully. Dentist's cultures identified as: enterobactor cloacae.